Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 06/28/2007.

Event description:
The facility reported that prior to cases in 2007, the unit would not prime or tune, and on the following day, it was still not priming. Six cases were cancelled. Additional information has been requested.